Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.